Event description:
Volcano catheter inserted to verify ivc filter placement. Volcano a5 intravascular ultrasound imaging system machine displayed message "catheter not present". The practitioner removed the catheter and inserted a second catheter, after which the imaging system machine displayed message that confirmed appropriate placement.